Event description:
The patient was reported to be unable to feel contractions. The therapy manager tried reprogramming the device without success. An x-ray confirmed that the lead had migrated. To address the issue, a complete system revision was performed. All devices were removed. New ipg and two leads were implanted without complications. The post-initial implant images were reviewed and confirmed improper implant technique, poor strain relief loop, and very lateral entry points.

Manufacturer narrative:
(B)(4).

Event description:
The patient was reported to be unable to feel contractions. The therapy manager tried reprogramming the device without success. An x-ray confirmed that the lead had migrated. To address the issue, a complete system revision was performed. All devices were removed. New ipg and two leads were implanted without complications. The post-initial implant images were reviewed and confirmed improper implant technique, poor strain relief loop, and very lateral entry points.

Manufacturer narrative:
Mml#: (B)(4). The lead assemblies were returned for analysis; a visual inspection revealed pull and kink damage at the electrode end from the explant. No other damage or anomalies were observed throughout the leads. Functional testing could not be performed because the leads received were cut into two segments. Updated h6.